Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 and 104 mg/dl. The cause of low bg was unknown. The customer attempted to address the low bg by consuming carbohydrates and juice, but they ended up having a seizure and passed out. The customer received third party assistance from paramedics, who checked the customer¿s vitals and bg to address the low bg. Several hours later, the customer went to the emergency room (ER) on (B)(6) 2023 for approximately six hours. The customer received carbohydrates and lab work to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed pump is functioning as intended. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned